Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer troubleshot with hcp and cds. Customer changed out infusion set, but occlusions recurred. No reported impact to the customer¿s blood glucose level.